Event description:
It was reported that the patient was experiencing "a surging sensation or residual paresthesia in the same location as the normal stimulation paresthesia that was not related to the positional changes of the patient". It was noted that the adaptive stimulation had not been enabled. It was further noted that this sensation was intermittent when the stimulator was off. The patient stated that "this only started to happen after he recharged for the first time". It was noted that all the impedance measurements were normal and ranged from 700-800 for all electrode pairs and therapies. The patient was running 1 program with 1 group. The patient did not report stimulation sensations around the internal neurostimulator (ins) pocket or lead and extension connections. Additional information reported that the patient had an x-ray on (B)(6) 2012 and that the physician indicated that they were "unremarkable". It was further noted that there was "no indication of malfunction" of the device. It was further noted that the patient was re-x-rayed and it was determined that the "x-ray had moved". The patient was "scheduled for a revision but cancelled". The patient outcome was not provided.

Manufacturer narrative:
Product ID 39565-30, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead. Product ID 37754, lot# serial# (B)(4), implanted: explanted: product type recharger. Product ID 37744, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3708160, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type extension product ID 3708160, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type extension. (B)(4).

Event description:
Additional information received reported the patient's physician had no record of the event.